Event description:
Procedure type: hemicolectomy. According to the reporter: pt required to return to surgery one week later after original procedure due to elevated wbc and peritonitis from gi leak. Gia 80 staples found to be still in place but not holding bowel closed. The bowel was not thick or abnormal; there was a leak at the gia staple line of the transected end of the small bowel. Original surgery was for exploratory lap, destruction of intra-abdominal abscess, r hemicolectomy with primary stapled ileocolic anastomosis, placement of mic gastrojejunostomy feeding tube. Surgery reopening of previous lap, anastomotic staple line disruption repair, loop ileostomy, and fascial closure. Pt's status is fine, she was discharged from the hospital.

Manufacturer narrative:
Date initial report sent: 08/26/2009. This was also reported by the account under importer report.